Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. Corrected data: added to b5 and added h6 problem code. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. For error 315: the device labeling was reviewed. The following sections were identified relevant to detection of this issue: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, 'troubleshooting'. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, 'returning the endoscope for repair'. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, 'preparation and inspection', do not use the endoscope and solve the problem as described in section 5.2, 'troubleshooting guide'. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, 'returning the endoscope for repair'. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, 'withdrawal of the endoscope with an irregularity'. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Based on the results of the investigation, it is likely the error occurred due to the damage of image sensor unit or breakage of the mounting components of the electric board due to use stress, external factors, or handling. For the foreign material at the nozzle: based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, it is possible that the foreign material may not have been removed because reprocessing could not be conducted properly due to damage found at the light guide lens, and peeling adhesive at light guide lens and objective lens. Olympus will continue to monitor field performance for this device.

Event description:
During evaluation of the colonovideoscope, a scope compatibility error occurred (error 315).

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.